Manufacturer narrative:
(B)(6) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the unit caught fire and filled the room in the nursing home with smoke.

Manufacturer narrative:
The device was evaluated by the returns department which found that the blackened and melted pe. And check valve tubing were caused by overheated sieve beds. This event damaged the tubing throughout the unit and caused the unit to emit smoke. Moisture leaking through the sieve cap seals would cause the heat as the moisture reacted exothermically with the sieve material. It was concluded that leaking seals may have been installed on the sieve beds when they were serviced by a non-invacare service center.

Event description:
The dealer states the unit caught fire and filled the room in the nursing home with smoke.

Manufacturer narrative:
The correction is the serial number as provided by the expanded evaluation and the manufacturer.

Event description:
The dealer states the unit caught fire and filled the room in the nursing home with smoke.